Event description:
It was reported that the implantable neurostimulator (ins) battery pocket site was painful for the patient. The patient was planning to contact their physician for a revision of the pocket with a plan to move the ins with a possible battery replacement depending on the life of the battery between recharges. No other details or an outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
It was further reported that the patient was scheduled to have the battery located and replaced on (B)(6) 2014.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3777-45, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 3777-45, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3550-39, lot# n201020, implanted: 2009 (B)(6); product type accessory. (B)(4).

Event description:
It was further reported that the patient had his battery revised on (B)(6) 2014 and was receiving therapy and doing fine.